Event description:
The customer contact reported that the device did not deliver. At an unspecified time, the device was programmed in the pharmacy to deliver 5fu at a rate of 3ml/hr with a vtbi (volume to be infused) of 66ml and the pt went home with the device. After an unspecified length of time, the homecare nurse arrived at the pt's home and found the device indicated that the delivery was complete; however, it was reported no solution was missing from the container. The device was removed from clinical service. Therapy was resumed using a replacement device. The physician was not notified. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.